Manufacturer narrative:
The customer indicated that there had been possible power fluctuations. Verified system input power to workstation. Input power was 235 vac. Restrapped input transformer for 125/6 from 113/6 to support 235 vac input in accordance with service manual.

Event description:
The customer reported the system did not boot up prior to a case. There was an audible alarm and buzzing sound coming from the workstation cart. System was rebooted and energized properly, and was able to proceed with case. No pt involved.